Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator had a loss of ventilation. Post ventilator transfer, the device did not pass the power on self test (post) a review of the ventilator logs confirmed the reported loss of ventilation. The device was available for evaluation. Sp reviewed the logs and found that the unit would not allow short self test (sst). From the logs, sp identified several background diagnostic codes in the memory. Sp performed extended self test (est) and short self test (sst) to clear the codes. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. With the available information, the cause of the reported issue could not be determined. However, the potential cause may be due to simultaneous faults with the mix subsystem and that of the proportional solenoid valve (psol). The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator had a loss of ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. There was no reported injury to the patient. Post ventilator transfer, the device did not pass the power on self test (post).